Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient experienced dysuria, dyspareunia, prolapse, stress urinary incontinence, and surgical procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.